Event description:
A healthcare professional reported that a patient was treated with juvéderm voluma® xc. The patient came down with a sickness about 4 weeks after treatment. The patient¿s face swelled in the areas they treated them and one area on the left side of their face did not subside after the sickness went away. The hcp that treated the patient decided to dissolve the product. After the product had been resolved using hyaluronidase, the symptoms were resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.